Event description:
It was reported that the patient complained about diaphragmatic stimulation when lying on the left side. The left ventricular lead was reprogrammed with lower outputs. The lead remains in use as part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.